Manufacturer narrative:
It was reported that a patient, underwent an ablation procedure with a coolflow tubing set and during setup, dirt was seen in the tube. The tubing set was changed, and the issue resolved. Product evaluation details: the investigational analysis has been completed. Upon receipt, the product was visually inspected and it was found in normal conditions. No dirt or any foreign material was found on or in the tubing. Flow test performed, and product passed all specification. No error or bubble found in tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be duplicated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a coolflow tubing set and during setup, dirt was seen in the tube. The tubing set was changed, and the issue resolved. The procedure was completed with no patient consequence. This event has been assessed as a reportable malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.